Event description:
Device 2 of 2. The pt rec'd 2 scs leads with different lot numbers. Reference MFR report: 1627487-2012-03482. It was reported the pt is experiencing pain at his right scs lead implant site. The pain occurs when stimulation is on and off; however, it seems to be worse when the stimulation is on. Lead diagnostics showed low impedance values. A sjm rep reprogrammed the pt's scs system. It is unk whether the issue resolved with reprogramming. There is no add'l info at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.